Event description:
Event1: IV infusion pump alarmed "system error 345" multiple times with no obvious cause. Non-essential infusion running and switched to other pump. Event2: the pump abruptly did an improper shutdown. Event3: says battery cannot be unplugged in or it dies. Event4: won't stay charged even when plugged in. Event5: pump says there is a "system error 105". Immediately changed pump to a functioning pump once it started alarming. Took malfunctioning pump out of service. Event6: battery alert issue on pump. Pump failed during antibiotic administration. Event7: battery alert prompting user to remove and replace battery. When unplugged, "system error 105". Event8: IV pump beeping low battery even while plugged into outlet. Event9: nurse attempted to start an IV medication and the pump alarmed battery alert, while it was plugged in. Event10: nurse attempted to set pump up for patient use and multiple alarms triggered. Low battery alarm. Pump jack fail alarm. Event11: red blinking alarm in upper right hand corner of pump. Event12: baxter IV pump shut off while medication was infusion, showed error "battery alert". Event13: pumped turned off. Lr infusion stopped due to turning off. Last noted time running was 0730. Event14: pump reporting battery failure. Event15: IV pump stating battery failure. Event16: battery error alert. Event17: IV pump showed red battery alert even after it was plugged in. Event18: pump failure. Event19: pump in empty room alarming for battery alert. Pump removed, no patient involved. Event20: IV pump stating battery alert while plugged in. Event21: found pump with red battery alert. Event22: battery will not charge. Event23: IV pump states battery alert while plugged in to outlet. Event24: IV pump beeping multiple times "low battery" whilst plugged into wall. Event25: battery alert notification.